Manufacturer narrative:
Pc-(B)(4). Batch # 284a35. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with no apparent damage and with no reload present. Further analysis shows the anvil partially detached from the distal end and the anvil posts on that area appear to be damaged as if the anvil was pulled out off the device. No functional test could be performed due to the condition of the device. The event reported was confirmed and due to the condition of the anvil, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported the during a hemicolectomy, when opening, the platen for stapler is loose. There were no patient consequences or change to the post-operative care as they did not use the ntlc device.